Event description:
It was reported that the patient presented in the emergency room due to syncope. It was noted that the right ventricular lead failed to capture and exhibited noise over-sensing which resulted in pacing inhibition. The patient's implanted system was programmed inactive and abandoned. A new leadless pacemaker was implanted on (B)(6) 2022. The patient was stable throughout.

Event description:
New information received noted that the right ventricular lead was explanted. Patient status was not known.

Manufacturer narrative:
The reported events of noise/over-sensing and failure to capture were not confirmed. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.